Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had insulin squirted out. The customer¿s blood glucose was 178 mg/dl at the time of incident. Customer reported that during consumables change the insulin pump did not identify the reservoir. Troubleshooting was performed. The customer was advised to discontinue use of the insulin. The insulin pump will not be returned for analysis.